Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0511362v, implanted: (B)(6) 2005, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension . Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389-40, lot# j0211638v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapy and stimulation and they could not move. The patient recently had their implantable neurostimulators (ins) replaced and they have not had therapeutic effect since. After surgery, stimulation was turned on by a manufacturing representative and the stimulation was too high so it was turned down. The patient had checked the inss with the patient programmer and stimulation was on. The patient did not have the ability to change stimulation since the patient programmer was in simple mode. An appointment with the patient's healthcare professional (hcp) was scheduled for (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-13739.

Event description:
Additional information received reported that the patient was able to get an immediate appointment after explaining the situation to their health care provider (hcp). The patient was seen by the hcp and programmed. The device and therapy seemed to be providing effect. (The patient's husband was not sure of the dates of the appointments).